Manufacturer narrative:
Device is a combination product.  Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the distal end of the stent was damaged with stent struts lifted and bunched. The undamaged crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The distal balloon wing was tightly wrapped and evenly folded and was not subjected to positive pressure. The proximal balloon wing appeared opened slightly. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12429 and 2134265-2017-11479. Reportable based on device analysis completed on 29-nov-2017. It was reported that crossing difficulties were encountered. The first target lesion was located in the proximal to mid right coronary artery (rca). After a guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2.5x15mm non-bsc balloon catheter and a 3.0x12mm synergy stent was implanted. A second, 90% stenosed, target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. A 2.0x15mm non-bsc balloon catheter was advanced for pre-dilation in the mid lad and a 2.75 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion after several attempts. A new 2.75 x 20mm synergy¿ stent was advanced but failed to cross the lesion and it was noted that the shaft part was broken. Another 2.50 x 20mm synergy¿ stent was advanced but also failed to cross the lesion. The procedure was completed using a new guidezilla guide extension catheter and a new 2.5x20mm synergy sent. No patient complications were reported and the patient's status was stable and good. However, returned device analysis revealed distal stent damaged.